Event description:
Consumer had hand held massager on the "heat" setting for approx four hrs when the consumer smelled a burning odor. Upon further investigation consumer noticed that the massager was too hot to the touch. Consumer also noticed that the massager's plastic (casing) had melted all over the consumer's bed sheets. Consumer believes that during extended use the hand held massager can overheat and present a burn and fire hazard. Consumer called and explained the incident to MFR's rep, who promised the consumer a full refund and an investigation. Consumer has not accepted the offer.